Event description:
In regards to using the fascia blaster, I started blasting back late 2015. I joined the main (B)(4) fascia blaster group on (B)(6) with less than 300 people in the group during that time, I purchased the fb to try to get rid of the cellulite on my legs. Months later, I started using it on my arms and belly. In (B)(6) 2016, I was blasting my belly one night after taking a hot bath and began to feel nauseous. I got out of the bathtub and sat on the side for a few minutes because I felt so bad. My stomach started cramping (almost like the feeling of menstrual cramps). I even commented to my husband when we went to bed that I wished I could vomit because I was so nauseous. I told him that my belly was also cramping and perhaps I was coming down with a gi bug or something. I had no prior symptoms, wasn't sick, didn't feel bad or nothing before I went to take a bath. Long story short I went to spent 9 days in ccu. I can't say 100% that the blaster caused this to happen. I'm just concerned that there should have been more studies done before selling to the public. I'm just curious to see if anyone else has experienced this. A couple of months after this happened to me, I searched the word appendix on the main fascia blaster page and saw several other members that had mentioned having emergency surgery to remove their appendix. I mentioned what I had read to my husband and he said "look how many people have joined that group after I had joined and that it was probably just a coincidence that it happened to other people in the group." But now if you type in the word appendix in the search field on the main group page all of the posts that I read before have been removed / deleted. The only thing that comes up now is how well the blaster works to lessen the appearance of old appendix scars tissue in the belly area. I know there are more people that have experienced issues from blasting their belly. I still have issues from all of this. The right side of my diaphragm doesn't function now and has caused nerve damage that doctor's aren't sure how to fix.